Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.